Event description:
During a lobectomy procedure, after the device was fired, the staples were very inconsistent, and did not staple the tissue completely. Another like device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/22/2005. A1,2,3,4; b6,7; d11: info was not provided by the affiliate. D4; h4,6: info anticipated, but unavailable at this time.